Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory confirmed the shock lead open fault code (fc1005); no other faults were noted. A review of the v-shock daily lead impedance measurements over the past year noted normal impedances ranges. Next, a series of diagnostic tests were conducted which verified the performance of pacing, sensing, defibrillation, and recording functions and again normal operation was confirmed. Longevity assessment was not conducted as the device had not triggered a replacement indicator while implanted. Having functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device exhibited no manufacturing anomalies and was archived as meeting specifications.

Manufacturer narrative:
Following return and completion of laboratory analysis on the device, this event will be further updated.

Event description:
Boston scientific received information that the patient with this system had been hospitalized, when a ventricular tachycardia (vt) occurred. The rhythm accelerated into ventricular fibrillation (vf), post atp delivery. Five device shocks were delivered however, all were unsuccessful at rate conversion. After the fifth shock, an error message occurred with fault code indicator of 1005. The patient was shocked externally which resulted in conversion of vf and data then sent for a technical services review and product recommendation. It was additionally reported that system shock impedance had slowly been increasing prior to shock therapy and now was measuring around 125-130 ohms. The patient remained hospitalized pending a system revision. During the subsequent revision, the rv lead was surgically abandoned and replaced with no reported obvious signs of damage. The associated device was replaced due to less than 50 percent remaining longevity and is intended to be returned for analysis. No resulting adverse effects reported post revision.